Event description:
Boston scientific received information that this right ventricular lead was possibly dislodged. Subsequently, it was reported that the lead would capture only at higher voltages and that the patient could feel pacing at higher output. There was no asystole detected. The device was programmed to aai. Furthermore, an x-ray was done and confirmed the lead had dislodged. The lead was then successfully repositioned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available